Event description:
It was reported by the customer, that upon opening a 60cc luer lock syringe from its package, a piece of black hair was found inside. No information was received regarding any serious injury as a result of this report.